Event description:
Additional information received from the physician on (B)(6) 2013 noted that the patient was seen on (B)(6) 2011 and presented with mesh exposure and was prescribed vaginal cream. On (B)(6) 2011 the patient still had mesh exposure and complained of tenderness, especially when sitting; the exposed mesh was trimmed. On both (B)(6) 2011 the patient continued to experience mesh exposure, and it was trimmed on both occasions. On (B)(6) 2011 the patient presented with mesh exposure, and on (B)(6) 2011 a revision was performed on both the posterior mesh and the anterior midline mesh. At a visit on (B)(6) 2011 it was noted that the anterior mesh was not exposed, but a very small part of the posterior mesh was. On (B)(6) 2011 a small part of both the anterior and posterior mesh were exposed and the patient was advised to continue using the vaginal cream. On (B)(6) 2011 mesh exposure persisted and the exposed mesh was trimmed, and on (B)(6) 2011 mesh extrusion and pain was noted. On (B)(6) 2011 it was noted that extrusion of the mesh persisted, especially the posterior, and a scheduled mesh revision was canceled due to a pending medical exam. On (B)(6) 2013 the patient experienced mesh exposure which caused discomfort. The patient has not been seen since this last appointment, and the scheduled mesh revision was not performed.

Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-09940 pertains to the other device. It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.